Manufacturer narrative:
Plant investigation: the actual device was returned to the manufacturer for physical evaluation. An exterior visual inspection of the returned cycler showed no signs of physical damage. The cycler underwent a voltage check and passed. The simulated treatment post-ast 2 hour 15-minute 8500 ml test failed. The failure was due to cycler encountering an m67 fluid temp out of range alarm. The alarm was caused by a blown f1 fuse on the ac distribution board. An internal visual inspection of the returned cycler encountered no other discrepancies. A review of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformance during the manufacturing process. In addition, a device history record (DHR) review was performed and verified that the results of the in-progress and final quality control (qc) testing met all requirements.

Event description:
It was reported that the screen of a patient¿s liberty select cycler would not power on. The power cord was tightly secured. The cycler plugged into the wall outlet. The patient stated that they were pressing and holding the power switch firmly when powering on the cycler. The patient also mentioned that they noticed a burning smell coming from the cycler. At that point in time, the technical support representative advised the patient to discontinue use of the cycler and to notify their peritoneal dialysis registered nurse (pdrn) of the event. A replacement cycler was issued to the patient. It was reported that an alternate treatment option was not available. Upon follow up, the patient confirmed that there were no adverse events or medical intervention required as a result of the reported event. The patient completed treatment. The patient did not observe any spark or burning from the cycler. The cycler was returned to the manufacturer and a replacement cycler was provided and received. Upon physical evaluation of the cycler by the manufacturer, it was identified that the f1 fuse on the ac distribution board was blown.